Manufacturer narrative:
Device received with cracked case corner of the belt clip rails near the battery compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was in 45 mg/dl at the time of the incident and treated themselves with candy and soda. The customer¿s other blood glucose was 147 mg/dl and 113 mg/dl. The customer stated that they had two major low blood glucose in the last two days and the insulin pump had crack at the back. The customer stated that the insulin pump had cosmetic damage. The customer declined troubleshooting for low blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.